Manufacturer narrative:
(B)(4). Batch # x94n8t. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned without apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, one clip partially formed was feed due to an anti-backup failure and then it fed and formed 4 conforming clips as expected. In addition, the device lockout as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the trigger insert teeth were found to be not molded properly causing the anti-backup failure. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, 2 clips came out at the same time. The device was used on the blood vessels. Another device was used to complete the case. There were no adverse consequences to the patient.